Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed an itchy rash on his back and chest underneath the lifevest. The patient was given a prescription powder from his physician. The patient reported that the irritation was improving.